Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion tubing and site. The customer's blood glucose (bg) level was 300-400 mg/dl and after a few hours it was 312 mg/dl. The customer took a correction bolus and tandem customer technical support (cts) recommended that the healthcare provider be contacted to discuss the high bg level. As the customer changed the supplies prior to contacting cts, troubleshooting to determine a possible cause of the occlusion was unable to be performed. However, a system check was performed on the current supplies and they were found to be functioning properly.